Manufacturer narrative:
It was reported that the patient experienced a controller fault alarm. The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed two controller fault alarm on the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller fault alarms were the result of a current leakage detected on the active power selection (aps) circuit, most likely due to a leaky diode. The most likely root cause of the reported event can be attributed to leaky diode on the aps circuit. Heartware is investigating leaky diodes in the aps circuit of the controller. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that a few days after the fsca update the controller showed a controller fault alarm. The update has been made on 29.01.2016, and today at around 10 o'clock appeared the controller alarm. No additional information provided.